Event description:
On 11th march 2025, it was reported by a sales representative via email that for an ar-8690sll suturelasso¿, pigtail, left curved, the pigtail lasso wire would not pass / move freely through device. This occurred during use a plantar plate repair on (B)(6) 2025. The case was completed successfully as they opened a new pigtail lasso.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error, as the device was improperly inserted, and failed to push back/pushed forward the black lasso.